Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient to forget transmitter listed in bluetooth settings, remove all bluetooth devices from the immediate area including additional transmitter, reset smart device, reset bluetooth, uninstall and re-install g5 application and then pair the transmitter. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2016 and confirmed the reported loss of connection. No additional patient or event information is available.